Event description:
The customer tested his blood glucose and received a reading of 148 mg/dl using his contour meter. He retested using another meter and received a reading of 71 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting, and the results were within range. No product will be returned for evaluation.